Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 241 mg/dl. The customer stated that the cannula of the infusion set was not in her body, so she was not getting enough insulin, which lead to the high blood glucose. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.